Event description:
Reporter alleged the customer received results of 155 mg/dl and 262 mg/dl on the advantage system compared back to back within 10 minutes of a result of 75 mg/dl obtained on the emts system. Reporter stated that the customer was "out of it" with the results and the emts treated the customer with orange juice, then she gave him a sandwich. No other actions were reported taken or treatment received. Reporter thinks that prior to the readings, the customer took insulin anticipating that he was going to eat soon, but did not end up eating. A request was made for the return of the affected product.